Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was over 300 mg/dl to 400 mg/dl at the time of incident and the current blood glucose of the customer was 273 mg/dl. Customer report other blood glucose value was 521 mg/dl. Customer states the site had blood. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer did not provide any symptoms regarding to high blood glucose episode. Customer treated with insulin pump. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be returned for analysis.